Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with light sensitivity one day following lasik treatment of the left eye. The patient was prescribed and oral steroid and the topical steroids were increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; following an additional treatment the patient experienced inflammation one day later. The topical steroids were increased and the symptoms resolved one week later. Upon further follow up it was reported, the patient had an enhancement procedure on the left eye which resulted in the inflammation. The patient is pending further follow up.